Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The junction box is shorting out due to the motor connectors being very loose when plugging into the control box. He stated that due to the wires bending they are arcing and burning.